Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with two infusion sets that neither seemed to deliver insulin. Her blood glucose level range was from 300 mg/dl to 400 mg/dl. The customer felt exhausted. She treated her blood glucose level with 6 units of insulin via manual injection. The high pressure test passed. The infusion set had a bent cannula. The device was not returned.